Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the wire jaw started to become unattached on the vasoview hemopro and started smoking. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. Therefore, no eval could be performed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).